Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data one day post implant. The data, 2.76v, 11ua, 1.4k, suggests cold temperature exposure prior to implant. A follow-up was scheduled, but the patient did not keep the appointment.